Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that was telemetry with the patient connector was lost and not possible to reconnect was confirmed. Analysis of the service logs found the customer comment that the electrograms (egm) appeared dotted was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that once the implantable cardioverter defibrillator (ICD) was connected, the electrograms (egm) appeared dotted and the markers were inaccurate. It was noted that no sensing values were detected despite intrinsic rhythm being present. It was further noted that telemetry with the patient connector was then lost completely. Troubleshooting steps were taken to include ending the session and attempting a new interrogation; however, it was not possible to reconnect with the ICD and patient connector. Additional troubleshooting steps were taken to include swapping out the patient connector and mobile programmer application which resolved the issue. An accurate device session was established and the ICD remains in use. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.5.